Event description:
A medtronic representative reported an articulating arm that does not lock down properly. There was no patient present when this concern was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect device has not yet been returned to manufacturer for further evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of wear. There was some rust visible within the central locking joint. As reported, the vertek arm would not hold its position when tightened. The vertek did not pass at 6.5 lbs force (it should have held up to 14 lbs). The reported event was confirmed. The root cause was a mechanical malfunction caused by wear.